Event description:
It was reported the patient was shocked several times, due to a lead fracture. High impedance, > 2000 ohms, was also reported. The lead was explanted and replaced. No further pt complications have been reported as a result of this event.

Event description:
It was reported the patient was shocked several times, due to a lead fracture. High impedance, > 2000 ohms, was also reported. The lead was explanted and replaced. No further pt complications have been reported as a result of this event. A lawsuit alleges the patient received inappropriate "and debilitating" shocks and suffered "extreme physical injuries, extreme emotional and psychological distress" due to the "failed" lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Evaluation summary: the proximal (sense ring) conductor is fractured, under the distal end of the rv coil. Full lead was returned for analysis.